Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded hydromorphone 1mg/ml for a total dose of 0.3501mg/day, compounded clonidine 200 mcg/ml for a total dose of 70.02mcg/day, and bupivacaine 20mg/ml for a total dose of 7.002mg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported on (B)(6) 2018 the operative note for scheduled catheter revision noted a painful pump pocket/pain at the pump site. It was noted that during the revision surgery on (B)(6) 2018, the pump pocket was repositioned where the pump pocket was moved/extended medially for patient comfort. The outcome of the event was resolved without sequelae on (B)(6) 2018. The clinical diagnosis was pain at the pump site. The patient's weight was (B)(6). The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The incisional site/device tract was pump pocket. The event date was (B)(6) 2018. No further complications were reported.